Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, frequency not reported) for the event. At the time of report, the patient was recovering from the event. The patient was discharged from the hospital two and a half weeks later. Dianeal and extraneal therapies were ongoing. No additional information is available.